Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that it was unknown of the steps taken to resolve the needle sticking more on their hip part, patient came to office visit for pne lead removal on (B)(6) 2026. It was unknown if the issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient (pt) who was using an external neurostimulator (ens) for urge incontinence. The trial began on (B)(6) 2026. It was reported that they were experiencing pain and couldn't sleep/difficulty sleeping. The issue was not resolved and was still ongoing. Pt stated they felt like needle sticks more on their hip part, sometimes they took tylenol, but still could handle the pain.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown; implanted: (B)(6) 2026; product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.